Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) further investigated the fenestrated bipolar forceps instrument. The instrument's grips did not appear to have any issues opening and closing when manually actuating the grip knob. The herniated bipolar wire was investigated further. The instrument exhibited what appeared to be a herniated bipolar wire at the first joggle joint of the instrument, closest to the proximal end of the instrument. The black wire is seen protruding from the sleeve it typically resides in, and there appears to be exposed conductors. There were no other obvious damage or issues observed. The instrument's proximal housing was removed and the internals appeared to be nominal with no obvious damage or manufacturing issues found. The bipolar wires appeared to be routed as expected. The instrument's distal end was inspected and the grips appeared to be intact and did not exhibit obvious signs of misuse. Additionally, the conductor wires appeared to be properly routed within the grips, and no herniation was observed at the distal end. Additional investigation confirmed that the herniated cable did not appear to be the result of a manufacturing issue. The instrument was disassembled for further analysis. Investigation stated that the lamination on the distal drive rod was broken and underlying distal drive rod cable was also kinked. The failure could be due to actuation of the grips when there was some external barrier preventing their opening. The grips do not appear to have obvious signs of misuse. The failures does not appear to be user induced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument involved with the complaint to perform failure analysis. The instrument was analyzed, and failure analysis could not confirm nor reproduce the reported issue. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument gripping test passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. However, the instrument was found to have damage most likely from the conductor wire-bipolar. During visual inspection, a material was noticed to stick out from the snake wrist tube located at about 3.94¿ from the distal end. The instrument passed the electrical continuity test. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the jaws of the fenestrated bipolar forceps instrument would not open. No fragment fell into the patient. The procedure was completed as planned with no reported injury.